Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump has a missing end cap sticker.

Event description:
The customer reported an alarm during the manual prime. Advises the customer that the insulin pump would be replaced.